Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed there to be no display with vertical lines flashing intermittently. The graphics driver printed circuit board assembly (pcba) was the cause of the problem. The unit will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.